Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to report that the product analysis lab received the complaint device on 08-jul-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photos of the complaint devices. The review is documented below. [Photo review]: the photos show a coiled-up stent system contained in the pouch and a segment of the distal end of the delivery wire. The distal portion of the delivery wire has several kinks and areas of deformation. The detached stent component is also visible, though no damage to the stent struts or other mechanical issues were visible. No other relevant details can be observed. The reported complaint regarding a prematurely detached stent can be confirmed based on the condition observed in the photos, as well as the reported kinked condition of the distal delivery wire. The reported complaint regarding an impeded stent cannot be evaluated with the information visible in the photos but is however consistent with the damage observed in the distal portion if the delivery wire. There is not enough information to determine any contributing factors to the issue experienced. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. This investigation was performed based only on the photos included in the complaint. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9061884. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that before the start of an angioplasty procedure, the device packaging for the devices were inspected and found to be in good condition. During the procedure, the 4mm x 23mm enterprise 2 stent (encr402312 / 9061884) was impeded in the distal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31432570) and could not pass through the microcatheter. The physician removed the microcatheter and the stent from the patient. While retracting the stent from the microcatheter, the stent component was found to have prematurely detached from the delivery wire after the stent was out of the microcatheter. It was also noted that the tip of the delivery wire and the distal end of the microcatheter were kinked / bent. The devices were replaced, and the procedure was completed without any negative patient impact. On 12-jun-2025, additional information was received. Per the information, the procedure was targeting the middle cerebral artery. A continuous flush had been maintained through the microcatheter. The replacement devices were another 4mm x 23mm enterprise 2 stent (encr402312) and another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no procedure delay and no negative patient impact. Photos of the complaint devices were included in the complaint. The product analysis team will review the photos.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4 mm x 23 mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. As described in the event description, the stent component was detached from the delivery wire. There were multiple kinks noted along the distal length of the delivery system. Microscopic inspection was performed on the stent component. It was observed to be in good condition. There was no structural damage (i.e., no broken struts, no kinks). It was also fully expanded with both ends completely flared. The delivery wire underwent dimensional analysis, and all measurements were found to be within specifications, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. Although the detached stent precluded functional testing for the impeded issue reported, the issue documented in the complaint is confirmed based on the damaged delivery wire. It is possible that in an effort to overcome the impeded condition reported, excessive force was inadvertently applied during the device advancement which ultimately led to the kinks in the delivery wire, and detachment of the stent. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9061884. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: ¿ do not partially deploy the stent from the introducer. ¿ confirm that the delivery wire does not move relative to the introducer during the removal of the cerenovus enterprise vascular reconstruction device and delivery system from the dispenser hoop. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b4, g3, g6, h2, h3, h6, and h11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.